Manufacturer narrative:
B5: additional information was received from the reporter stating the event occurred in the major burns department (intensive care). It was reported that prior to the event, during a shift change, the patient was in a calm state. The programmed dosages of propofol varied from 35 mg/h to 600 mg/hr. After the occurrence of the occlusion alarm, the nurse administered six boluses of propofol varying from 30 mcg IV to 100 mcg intravenously. The reporter further informed that the alarm signal was set at the medium setting at the time of the event. "Adequate bolus administration" was provided via vascular catheter at the left subclavian. The patient recovered following the bolus administration of propofol. H10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be out of specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log and found. The reported condition was verified. The caused was an out of specification downstream sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated a downstream occlusion alarm during patient sedation therapy for toleration of mechanical ventilation. This alarm was reported to occur every time the patient coughed. The patient was further described to be in an unstable condition necessitating norepinephrine bitartrate to maintain adequate hemodynamic and oxygen saturation levels. The customer reported that it was impossible to administer a bolus through the pump and there was ¿occlusion of the pathways of sedation and analgesia in progress¿. Additionally, there was backflow of the patient's blood in the tubing to the level of the catheter extensions which prompted the clinicians to irrigate and/ or aspire the passages while the infusion therapy of norepinephrine bitartrate was in progress. No resistance was reported "at the level of the channels" and blood was observed to flow in reverse "to the level of the channels" when the patient coughed or when they became agitated. The patient's agitation was reported to increase, and the clinicians had to prepare propofol syringes to deliver boluses because it was not possible to do so via the pumps. The patient outcome was not reported. No additional information is available.